Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's boyfriend reported via phone call that the customer's blood glucose exceeded 600 mg/dl. The patient felt ill and was not acting like herself. The patient treated with the insulin pump and manual insulin injection. During the call, she was also assisted with a 20-unit manual bolus. The insulin pump did not have any anomalies during troubleshooting. The insulin pump was not returned for analysis.